Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing, performance testing, visual/physical examination and proceduralized device testing the reported issue was not confirmed. The system boots normally first time. Successful power cycles/boot 5 times. The system ran for extended period with the navigation system/cranial application. No display anomalies or faults were encountered. Unit pass multiple passes of burning. No failure found. The ssd was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The returned ssd was bench tested and when attempting to upload exams from the file system on the hard drive, the transfer failed. Also, when initially attempting to save logs an error was generated not allowing the file to be saved. Upon reboot, the ubuntu menu appeared. Was able to bypass this screen and log in to stealth / stealth-admin. Eval if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that repairing the corrupted database solved the issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. Other relevant device(s) are: stealth station os support package. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that during a sacroiliac and thoracolumbar procedure, image transfer from the imaging system to the navigation system failed. During acquisition 3d was done and sent to the navigation system but message "images are being transferred" appeared on the navigation system in 'image acquisition" step remained and nothing happens. Tried to reboot - same behavior. Navigation was discontinued. There was a delay of less than one hour. There was no reported impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.